Manufacturer narrative:
A specific root cause could not be determined. Based on the information provided, a general reagent issue is not likely. Possible root causes of the issue may be related to pre-analytical sample preparation or a reagent specific issue such as foam or bubbles on the reagent surface.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned results from one patient sample tested for thyrotropin (tsh), free thyroxine (ft4) and free triiodothyronine (ft3). Out of the data provided, there were erroneous ft3 results. The customer stated they had a high free triiodothyronine (ft3) result on a patient using an e602 analyzer. The serial number of the e602 was requested but not provided. See the attached MDR data for all results. The initial result was reported outside of the laboratory. There was no adverse event.